Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a 70% stenosed, mildly tortuous, and heavily calcified de novo lesion in the superficial femoral artery. A 6.0x40mm armada 35 balloon dilatation catheter (bdc) was prepped outside the anatomy prior to use without any issues. The bdc was advanced with no resistance and the balloon was inflated once; however, it ruptured below rate of burst pressure at 14 atmospheres. The procedure was successfully completed with another same size armada bdc. There were no reported adverse patient effects and no reported clinically significant delay in the procedure.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the balloon rupture occurred due to interaction with the heavily calcified de novo lesion causing damage to the outer surface of the balloon material. There were no leaks noted during preparation indicating that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.